Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02415. It was reported the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of ineffective therapy was not able to be confirmed. Analysis of the returned lead found it was cut during the explant procedure and only a 32.2cm segment of the terminal end was returned (incomplete lead).